Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use, the plastic piece from the cleo infusion site had come off and insulin leakage were identified. This issue poses a potential risk by creating a hazardous situation for the patient, including possible exposure to the drug. Therefore, this event is considered reportable. There was patient involvement; however, no harm was reported.